Event description:
The customer received a message prompting for at least 50 units of insulin in the cartridge during multiple fill tubing processes. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.